Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular implant procedure, the ophthalmic handpiece was aspirating intermittently, but there was no cutting. The procedure was completed on the same day using another phaco probe. The patient impact has not been provided. This report pertains to the ophthalmic handpiece involved in the event.